Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the screen was blank on the autopulse platform ((B)(4)) using autopulse li-ion battery ((B)(4)) but the autopulse platform is functioning properly with another battery. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.